Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer in regard to their reprocessing methods. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer reprocessed the device before sending it in for repair and they followed the reprocessing steps as per the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code e315 occurred due to water invading the scope connector while the user was handing the device which led to abnormality of electronic parts. However, a definitive root cause could not be determined. It was confirmed that the scope cover was dirty with what appears to be rust on the plug unit and scope cover likely due to fluid invasion. The scope cover was not deformed, and reprocessing was performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿ inspection of the endoscopic image. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Full address of the facility is (B)(6). The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. The device has been repaired once in the past year in feb 2022. Upon inspection and testing, it was observed that there was no image for the device with a e315 scope error message being received. This is electrical continuity error due to water invasion. In addition, ther scope cover unit was dirty with stain on the connectors. This is attributed to failure to clean adequately. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during inspection of device prior to use in a procedure, no image was yielded when the device was connected. The intended diagnostic procedure was completed with another device there is no patient involvement. No patient was under sedation, and there was no harm to any patient.